Manufacturer narrative:
(B)(4).

Event description:
It was reported that the transmitter unpaired itself. Data was provided for investigation. Confirmation of the complaint was undetermined. The probable cause could not be determined. No injury or medical intervention was reported.

Event description:
Subsequent to the initial MDR, a correction is required.

Manufacturer narrative:
(B)(4).